Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia event. Blood glucose level was 480 mg/dl at the time of the event. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was less than 24 hours. Patient was treated with manual injection of insulin. Patient was found negative for ketones level. No further information was available.